Manufacturer narrative:
Additional information to include from phone number: (B)(6). Three saber percutaneous transluminal angioplasty (pta) balloon catheters were used but ruptured. There was no reported patient injury. The lesion was the superficial femoral artery (sfa) which had severe calcification, moderate vessel tortuosity and 99% stenosis. The device was not used for a chronic total occlusion (total occlusion >3 months). It was noted that all the three reported devices were used in one same patient. There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally and maintained negative pressure. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. The catheter was not ever in an acute bend. The balloon had maintained pressure during inflation and was not kinked while being used. The balloon catheter was removed easily and intact (in one piece) from the patient. Other additional procedural details were requested but are unknown. The devices were not returned for analysis as they were discarded by mistake. A product history record (phr) review of lot 17661290 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-burst¿ could not be confirmed as the devices were not returned for analysis. The exact cause could not be determined. Vessel characteristics of severe calcification with a high rate stenosis and moderate vessel tortuosity likely contributed to the reported event, as calcification is known to damage balloon material. However, without the return of the devices for analysis it is difficult to draw a clinical conclusion between the devices and event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, three (3) saber percutaneous transluminal angioplasty (pta) balloon catheters were used but ruptured. There was no reported patient injury. The target lesion was the superficial femoral artery (sfa) and noted to have severe stenosis. The devices will not be returned for analysis since there were discarded by mistake.